Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, b7, e1. Additional information was requested, and the following was obtained: were any cultures taken? Results? - no. Please describe how the adhesive was applied. - patient was fully hemostatic and dry, dermabond was applied appropriately. How was the wound cleaned and dried prior to dermabond application? - dry lap. What prep was used prior to, during or after adhesive use? - unknown. Was a dressing placed over the incision? If so, what type of cover dressing was used? - no. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? - no. Is the patient hypersensitive to pressure sensitive adhesives? - no. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? - yes. Patient demographics: initials / ID, gender, age or date of birth, bmi? Female. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? - none. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? - unknown. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? - no.

Event description:
It was reported that a patient underwent robotic proctectomy on (B)(6) 2025 and a topical skin adhesive was used at the trocar sites. Post-op, on (B)(6) 2025, the patient began having a reaction. It was described as a bad skin reaction to the adhesive by the doctor. The patient stayed two extra days in hospital due to the reaction. The product was removed with petroleum jelly. The patient was instructed to take otc medication. The patient has no known allergies. The current status of the patient was reported as okay, once product was removed. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional information request: what is the procedure name? Robotic proctectomy at the trocar sites what is the procedure date? 9/26/2025 what date did the reaction occur on? (B)(6) 2025. What does the reaction look like and how large of an area does the reaction cover? Unknown. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product was removed with petroleum jelly. Otc meds instructed to patient to take patient stayed 2 extra days in hospital due to reaction if medication was required, please clarify if it was prescription strength. Otc. Can you identify the lot number of the product that was used? No. What is the most current patient status? Patient is okay once product was removed. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Please provide the source or name and title of external person providing answers to follow-up. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?